Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure a vitrectomy was performed. The lens came into contact with the patient, but event details were not provided. Additional information was requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is bent in the distal area. The root cause for the vitrectomy could not be determined. A malfunction has not been indicated against the lens. No further information was given. The manufacturer internal reference number is: (B)(4).